Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
On 22-mar-2016: upon internal review, this case was identified as a duplicate of (B)(4) and therefore it will be deleted of bayer database.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 03-sep-2015: bayer ptc global reference number is (B)(4). Final assessment: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had some bleeding after the procedure (interpreted as procedural bleeding). Six weeks after insertion she had horrible pain, felt like she got stabbed (interpreted as pelvic pain). She underwent an hysterectomy 6 years after essure insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. Given the compatible temporal relationship and nature of the events some bleeding and horrible pain, felt like she got stabbed, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for birth control. The consumer stated she had a tilted uterus. The insertion procedure was done in the operating room; she had a little cramping upon waking and some bleeding; she ended up taking half of the next week of. About 6 weeks after having essure, she was in a chair and twisted a bit and had horrible pain, felt like she got stabbed. The hsg (hysterosalpingogram) test was done and it was painful and horrible. They had a sales representative in the room and he said everything was blocked. From that day she never gave essure another thought. She began to get night sweats. Another symptom in the middle of the night was she would wake up feeling really nauseated; she would get very pale and very sick but never throw up. There was no pattern. Other times she'd wake up itching; a maddening itching on her shoulders, it was also while sleeping but no rash was visible, she stated it was coming from the inside out. In (B)(6) 2009, the month after she went off the pill her monthly pms (understood as pre-menstrual syndrome) migraines increased to way more often. She could get 15-20 headaches a month; she started acupuncture and monthly massages to see if it would help, her neck starting aching and it would drive her nuts and turn into migraine. She had to cut her hours at work as she could not handle the pain. In 2013, her mood went south as she felt something was wrong and she was near having a nervous breakdown. In 2014, she could barely exercise; she ended up with two sprains. She had a blood test done and seemed normal except for low vitamin d; she took topaz for migraines as suggested and had bad reactions. She saw a neurologist and told him she aches all over and had fibromyalgia symptoms; he gave her topamax and suggested less caffeine, which didn't help and she had fever for 5 days. She also reported an unexplained bruise appeared across her nose and then in her belly; she experienced horrible bloating which she tried to treat but had no relief. Then her memory started getting off, short term was affected. In the summer of 2014, her lower back started aching; her pms would bring pain and period time became dreadful for pain. On unspecified date, she saw her x-rays at her chiropractor and one coil was totally out of place and looked to be in her uterus; the other looked in place but kinked into a v shape. On (B)(6) 2015, she had a full unnecessary hysterectomy; one ovary was left for some hormones. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had some bleeding after the procedure (interpreted as procedural bleeding). Six weeks after insertion she had horrible pain, felt like she got stabbed (interpreted as pelvic pain). She underwent an hysterectomy 6 years after essure insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. Given the compatible temporal relationship and nature of the events some bleeding and horrible pain, felt like she got stabbed, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis has been requested.